Event description:
It was reported: a concentrator was returned to the homecare provider for routine maintenance. Upon inspection, it was discovered that the printed circuit board had sustained heat damage. No injury occurred.

Manufacturer narrative:
The unit involved has been received and is awaiting evaluation by an independent expert. Once the eval is completed, a supplemental report with our findings will be filed.